Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, an incomplete deployment occurred when a 6/7f mynxgrip vascular closure device (vcd) was used, with the polyethylene glycol (peg) sealant remaining fully attached to the device when removed. Manual compression was performed for less than 30 minutes to achieve hemostasis. There was no reported patient injury. The procedure was performed using a retrograde approach, and there were no reported issues regarding vessel access. The user was trained to the device. The device was stored and prepared according to the instructions for use. The device will not be returned for evaluation. A product history review (phr) of lot f2603604 was completed, and the review does not suggest that the failure experienced by the customer was related to the manufacturing process. The reported ¿sealant ¿ sealant dislodged¿ was not assessable because the device will not be returned for evaluation. The exact cause of the event cannot be determined based on the available complaint information because no product evaluation was performed, and use-related factors cannot be excluded. Information for safety is provided in the product labeling to make users aware of applicable risks, precautions, and use-related considerations. The mynxgrip IFU provides procedural instructions related to device preparation, deployment, sealant delivery, and device removal. Based on the available information, there is no evidence to suggest the reported event is related to manufacturing or design issues. Therefore, no additional actions will be taken.

Manufacturer narrative:
Event date unknown, if date information is received, it will be submitted within 30 days upon receipt. Due to system limitations, section h6 required to input investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. A review of the manufacturing documentation associated with lot f2603604 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an incomplete deployment occurred when a 6/7f mynxgrip vascular closure device (vcd) was used, with the polyethylene glycol (peg) sealant remaining fully attached to the device when removed. Manual compression was done for less than 30 minutes to achieve hemostasis. There was no reported patient injury. The procedure was performed using a retrograde approach. There were no reported issues regarding vessel access. The user was trained to the device. The device was stored and prepared according to the instructions for use. The device will not be returned for evaluation.